Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional reported via a manufacturer representative that the battery and leads were explanted on (B)(6) 2020 and will not be replaced. The patient stated that he was not getting pain relief from the device, so he quit charging it a few years ago. No troubleshooting had been performed related to the event. It was noted that the issue was resolved at the time of the report.